Event description:
A customer called and stated that the "lancet" broke off in a finger. The customer needed a "deeper" puncture to get sufficient blood for testing. The customer used the appropriate end cap that allowed for the deeper puncture. A few days later the customer noticed that a finger was sore at the puncture site and could visually see the tip of the lancet. A friend removed the lancet tip. There was no infection nor did the customer seek medical attention. No lot number of the microlet lancets was available so no further investigation can be conducted. The complaint is considered closed for purposes of MDR.